Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the instrument. The fse inspected the instrument and noted ise (ion selective electrode) tubing #26 was contaminated with bacteria. The failure mode was identified as contaminated ise tubing. The fse performed decontamination of instrument and replaced ise tubing #26 to resolve the issue. No further issue was noted. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer questioned ise (ion selective electrode) patient results which include sodium (na), chloride (cl), potassium (k), carbon dioxide (co2), and calcium (ca) due to low anion gaps on their dxc 600i clinical chemistry system. The erroneous results were not reported outside the laboratory. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.